Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a perforation. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure. The patient was an 86-year-old male weighing 155 pounds with a history of billroth ii surgical anatomy undergoing an endoscopic retrograde cholangiopancreatography (ercp) for the indication of choledocholithiasis. The perforation occurred as the duodenoscope was advanced through the biliary limb to the ampulla. The patient required the placement of an ovesco otsc (surgical clip), and percutaneous cholecystostomy tube placement for choledocholithiasis management. The patient is now fully recovered from the perforation. The billroth ii surgical anatomy presented challenges that could have contributed to the perforation. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No endotherapy device was used during the procedure. The ovesco otsc clip ovesco ots system set was used after the complication as intervention. The clip did not malfunction. No images of the distal cover can be provided. The distal cover was discarded by the facility and can not be returned for evaluation.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00024. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the patient has a history of undergoing gastric reconstruction by the billroth ii method. There were no abnormalities in the scope and distal cover before and after use. Therefore, the probable cause of the event is likely an unreasonable load was applied to the body depending on user handling, and the perforation occurred as an accidental occurrence of ercp and not due to a device malfunction. The instructions for use (IFU) states the following: -never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. -while the endotherapy accessory extends from the distal end of the endoscope. -while the bending section is locked in position. -insertion or withdrawal with excessive force. -while the image is electronically zoomed using the function of the video system center. -insertion or withdrawal while the forceps elevator is raised. Olympus will continue to monitor field performance of this device.